Event description:
I had metal braces from 1990-1993. The orthodontist moved the teeth too fast causing me to lose my 4 front teeth. Some dentists have told me that I will lose the other 4 front teeth. The orthodontist and all subsequent dentists cancealed from me the damage to my bones and bite until the teeth began to fall out. I have two sets of bridges made but the first was below standard and the second set is still needing adjustments.